Event description:
A customer in another country reported that their freestyle flash blood glucose monitor was providing higher readings than those obtained at their doctor's office. The customer reported receiving a glucose result of 25.6 mmol/l on their freestyle flash, compared to a laboratory comparison of 17.1 mmol/l obtained outside of a ten minute timeframe. During troubleshooting with adc customer service, it was discovered that the customer had their meter set to mg/dl, the incorrect unit of measurement, and they had actually obtained a glucose result of 256 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product testing performed on returned meter. Meter is unlocked to mmol/l. Connected meter to pc, and downloaded glucose log, error log, and calibration parameters. Error numbers 0300, 0015, 0204, 0806 were identified in the meter internal log. Memory overwrite was observed. Meter is operable and gave a result of 20.1mmol/l during control solution testing. Customers and retailers have been informed through the fa16may2006 letter.